Manufacturer narrative:
Evaluation summary: devices a, c, and d were returned with the distal tip of the blade broken off. The devices were tested with gen and activated. However, the devices did not cut due to the condition of the blade. Device b was returned with the blade cracked at the bottom. The remaining portion of the blade was nicked and scratched. Due the damage to the blade , the device was nonfunctional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated. Batch = r90h9r; p4nm2j; r90j91.

Event description:
It was reported that the device was used during nephrectomy and laparoscopic assisted vaginal hysterectomy, one broke in use and two stopped working. User stated the shears "felt funny" when the device was closed, and noted the tissue pas was loose. There was no patient consequence reported for any of these incidents. The user facility was unable to tell which devices were in which case. All devices returned.